Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user unable to dispense medications to one patient on this station. A technical support specialist remotely checked the reports of the station and found that the patient's name and the medication given by customer were removed as per the report. Medication also got removed for the patient till date, confirmed with customer that issue fixed. The system functioned as intended after the technical support specialist investigated the device. E.1 initial reporter facility: encompass health rehabilitation hospital of henderson

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a unable to dispense meds to one patient on this station. The customer reported that unable to dispense medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.